Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Customer stated they had hard time with insulin pump. Customer stated high blood glucose event was related to the sensor glucose vs blood glucose event. It was unknown if the insulin pump was on auto mode. Customer stated that insulin delivery was not suspended due to sensor glucose vs blood glucose event. The insulin pump will not be returned for analysis.